Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown primary set experienced simultaneous flow with a secondary set during infusion. The nurse stated that there was still fluid in the 250ml secondary bag at the time of the event. The setup was being used with an unspecified infusion pump. The blue plastic hanger was reported to be fully extended. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.